Manufacturer narrative:
The device was not returned, so no analysis could be conducted. According to the investigators, there is no evidence at this time which suggests the device was used in an off label manner.

Event description:
The patient received 43 shocks due to a low battery. This occurred during a 6 week post implant period. The device was explanted (B)(6) 2019 and replaced with a different device.